Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that a vns patient, who had been scheduled for generator replacement, received a high lead impedance warning during intraoperative diagnostic testing. Troubleshooting steps were performed by the pt's implanting surgeon and were reportedly unsuccessful. The pt's implanting surgeon elected not to replace the pt's lead at the time of surgery due to time constraints. Follow up with the pt's treating vns therapy physician revealed that there had been no admission of pt trauma or manipulation prior to the event. Good faith attempts for additional information have been unsuccessful to date.